Event description:
I wish to complain about the harm caused by the coolsculpting device. While this may not sound critical, the device causes serious harm. In 2016 I had 12 areas of my body treated with coolsculpt thinking that the worst that could happen is that I might not see great results. In no case was there warning that the treatments could result in large unsightly growths that grew in mass 10 times the size of the area I was initially trying to reduce. This is called paradoxical adipose hyperplasia and it is a disfiguring, health revising outcome. Cool sculpt is marketing as non-invasive yet to repair the disfigurement requires extensive invasive surgeries. I has to have 2 very painful surgeries with a 6 month recovery, and even with that pah can, and in my case, has, returned. I am disfigured for life. I spent a little under $(B)(6) for the cool sculpting treatment. I have spent over $(B)(6) for reparative surgery to address the resulting pah. Apologies, I hit send before I completed my email. As the pah developed, I saw significant negative metabolic changes including becoming pre diabetic, seeing unexplained fatty liver disease and reduced liver function. And well as increased blood pressure and bad cholesterol levels all of which were post cool sculpt. The FDA needs to engage in suspension of the cool sculpting until more research cam be done on pah. While abbvie maintains that pah is a rare side effect the thousands of women who participate in facebook support groups after developing pah suggests it us not as rare as presented. In fact, because of the absence of warning prior to treatment many individuals who develop pah don't know that they have it. I was such a case. It was when I saw a plastic surgeon to see about lips that I learned about pah. The evaluator took one look at my lumpy disfigured body and asked if I had cool sculpting done. The sad thing is because pah will grow back many plastic surgeons won't perform extraction procedures on it. There is so much wrong about this the FDA truly must engage.